Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician felt resistance while pushing a podj through a non-penumbra microcatheter and subsequently, the pusher assembly of the podj kinked; therefore, the podj was removed. The procedure was completed using another podj and the same microcatheter. There was no report of an adverse effect to the patient.